Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed surgical intervention resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results the complaint for invalid impedance was confirmed. As received the lead was complete. Resistance was measured on all 16 channels. Testing the lead per the procedure revealed the lead failed continuity and stress (twisting, bending, and stretching) testing on channels 9-16. Microscopic inspection showed the lead tail related to channels 9-16 had a kink with all internal wires broken. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced overstimulation followed by a loss of stimulation in the areas needed. An impedance check was performed and revealed invalid impedance. X-rays were taken and no anomalies were found. Review of the manufacturer's device record database revealed the patient's lead was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.